Event description:
Information was received indicating that during implant of a smiths medical deltec port implantable access system, the sheath was reported to rupture. The infusion port was immediately stopped, and new port was placed. There were no reported adverse effects.